Event description:
Healthcare professional reported during implanting a xen®45 gts into the right eye, it was stiff when pushing the plunger. When the xen came out, it had a kink in the center. The stent was removed and surgery was completed with a back-up device. There was no eye injury.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.